Event description:
It was reported that several hours after implant the right ventricular lead threshold increased and there was some loss of stimulation. It was noted that there was no evidence of lead displacement with x-ray. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.